Event description:
The customer reported that during an emergency resuscitation, a hospital nurse experienced a serious injury after slipping and falling when she stepped on the electrode release liner that was on the floor. It was reported that the nurse sustained multiple fractures and dislocations of the ankle requiring surgery after she slipped on the clear plastic backing of a defib pad.

Manufacturer narrative:
The device was discarded by the hospital and is not available for evaluation. Physio-control is continuing to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.